Manufacturer narrative:
The condition reported could be related to an adverse patient reaction to any of the materials implanted. Patient sensitivity should always be considered prior to the procedure. Device history review revealed nothing relevant to this event. This is the first complaint reported for this specific condition involving this part/lot combination. The cause of this event could not be determined from the information available.

Event description:
Patient presented a reaction of hives and inflammation at insertion site, from an anterior cruciate ligament procedure performed in 2006. Surgeon would like to know the compounds of the implant. He has asked the opinion of an allergist and other surgeon who suggested removing the screws and using titanium. Further communication with rep in 2007, indicates the implant was removed approximately two weeks ago, and was discarded. He stated he had no additional information regarding this event. This device is used for treatment.